Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye cataract plus trabecular micro bypass stent procedure, the surgeon explanted the stent approximately 2+ years postoperatively due to lack of desired iop reduction. Subsequently, the surgeon performed an ab interno trabeculectomy (kahook dual blade). Additional information has been requested.